Event description:
It was reported that the system was not completing booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sram was evaluated and replaced. The system was tested and found to be working as intended and returned to service.